Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record. Product return status 12 devices were received. Event confirmation status 12 reported events were confirmed; the cause was traced to component failure. Evaluation results 12 devices were found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 13 devices were received. Evaluation status: confirmed 5 reported events were confirmed during testing. 5 devices were found to be affected by corrosion. In progress: 8 device evaluations are in progress. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 13 previously reported events are included in this follow-up record. Product return status 13 devices were received. Event confirmation status 12 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 12 devices were found to be affected by internal component corrosion. 1 device had no problem found.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 13 events had no patient involvement; no patient impact.